Manufacturer narrative:
This report is submitted on dec 14, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant. There are plans to explant and re-implant a device. Further information is being sought from the clinic.